Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called stating she replaced her battery on thursday or friday, went to check on her continuous glucose monitoring system reading, and the insulin pump was blank. She changed the battery and received a battery out limit alarm. The device is now blank. Customer's blood glucose level is 190 mg/dl. She uses energizer batteries. The device was not bumped or dropped. The battery cap is not damaged. The battery compartment is not damaged or corroded. Customer was advised to insert a new battery. The display returned, but with a battery out limit alarm. The alarm was cleared. The device passed the self test. A replacement battery cap was sent. Customer was assisted with reprogramming her device. A lost sensor alert occurred after trouble shooting. This was due to the blank display. Nothing further reported.